Event description:
It was reported that a sterility issue occurred. The target lesion was located in the superficial femoral artery. An encore 26 inflation device was selected for debulk procedure. Prior to the procedure, the packaging did not open properly, and the sterility of the device was compromised. The tear tab remained intact. No issues were noted with the packaging prior to opening, and no physical damage was observed. The device was not used during the procedure. The procedure was completed with an alternate device with no reported patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: the encore device returned for analysis. A visual inspection revealed that a portion of the device's pouch had become stuck to the seal of the plastic tray. A review of the media shows pictures where portions of the inner pouch got stuck on the seal on the plastic tray where the encore device is packaged while it was being removed. The reported issues of packaging damaged/defective and device not sterile were confirmed. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a sterility issue occurred. The target lesion was located in the superficial femoral artery. An encore 26 inflation device was selected for debulk procedure. Prior to the procedure, the packaging did not open properly, and the sterility of the device was compromised. The tear tab remained intact. No issues were noted with the packaging prior to opening, and no physical damage was observed. The device was not used during the procedure. The procedure was completed with an alternate device with no reported patient complications.